Manufacturer narrative:
(B)(4). Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported deflation issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a lesion in the inferior vena cava. There was no resistance noted during removal of the protective sheath. The 6.0 x 80 armada 35 was prepped per the instructions for use. The armada 35 was advanced to the lesion and inflated to rate burst pressure (rbp); however, the balloon would not deflate. The balloon was able to partially deflate with negative pulled and at the same time retract through the sheath. The balloon was withdrawn partially inflated. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.